Event description:
It was reported that this right ventricular (rv) lead was dislodged and had lack of slack post implant. This lead was surgically revised and remains in service. No additional adverse patient effects were reported.